Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a meal while using the ilet bionic pancreas; the user verified a high blood glucose of 328 mg/dl via fingerstick, reported no infusion set leaks or pump alarms, was advised to perform an infusion set change, and later administered a manual insulin injection with guidance to remain disconnected from the pump for two hours. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no confirmed delivery interruption, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.